Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return

Event description:
Head becomes separated from the handle - oral-b [device breakage] case narrative: male consumer via e-mail stated that the oral-b toothbrush head became separated from the oral-b genius 9000 electric toothbrush handle. No injury was reported. 09-feb-2024 follow up via e-mail: the suspect product lot was bc811142004. No injury was reported.

Manufacturer narrative:
14-mar-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Head becomes separated from the handle - oral-b [device breakage] product counterfeit - oral-b [product counterfeit]. Case narrative: male consumer via e-mail stated that the oral-b toothbrush head became separated from the oral-b genius 9000 electric toothbrush handle. No injury was reported. 09-feb-2024 follow up via e-mail: the suspect product lot was bc811142004. No injury was reported. 14-mar-2024 product investigation results: the suspect product was confirmed to be oral-b power oral care refills trizone. The concomitant product was confirmed to be oral-b rechargeable toothbrush handle 3765 genius 9000 model d701.545.6xc. The suspect product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.